Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no repairs were performed. The device was originally sent in due to a bubbled and unattached downstream occlusion seal. The event occurred during testing.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified non-related repairs. The customer reported issue was not confirmed. No repairs were conducted to resolve the reported issue as they were unable to duplicate the customer reported issue through any testing methods. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.